Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed, and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
PICC line cracked along attached hub after 2 day use. Leaking this catheter also had a crack where the wire inserted into the rubber stop when for insertion.